Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 527 mg/dl. The customer delivered a bolus on the pump to address their elevated bg. System check was started with tandem technical support (tts), however, customer declined to complete the check. The customer changed the infusion set and cartridge and resumed insulin therapy.